Event description:
Litigation papers allege the following: patients device was explanted on (B)(6) 2011, when her cobalt chromium levels were found to exceed multiple times accepted safe levels. Patients cobalt chromium blood levels at one and six months post-explantation still remain at 13 and 8 times the accepted safe levels. Patient suffered physical pain and suffering, mental anguish and emotional distress, the costs of medical evaluation, treatment, explantation surgery and medical monitoring, disability, loss of enjoyment of life.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the following: patients device was explanted on (B)(6) 2011, when her cobalt chromium levels were found to exceed multiple times accepted safe levels. Patients cobalt chromium blood levels at one and six months post-explantation still remain at 13 and 8 times the accepted safe levels. Patient suffered physical pain and suffering, mental anguish and emotional distress, the costs of medical evaluation, treatment, explantation surgery and medical monitoring, disability, loss of enjoyment of life. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information, side and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.